Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited noise and pacing impedances greater than 2,000 ohms. In addition, the noise had caused false ventricular tachycardia (vt) episodes to be stored that had been inappropriately treated with anti-tachycardia pacing (atp) therapy along with an inappropriate ventricular fibrillation (vf) episode with a diverted shock. The noise could be reproduced with deep breathing. The decision was made to reprogram the lead to a lower sensitivity. Right ventricular (rv) lead damage was suspected. The lead remains implanted and will be monitored closely. No adverse patient effects.

Event description:
Boston scientific crm received information that noise on the rv channel of this cardiac resynchronization therapy defibrillator (crt-d) resulted in the declaration of ventricular tachycardia (vt) and fibrillation (vf). Treatment was attempted for both noisy episodes. Anti-tachycardia pacing was delivered for the vt and a shock was committed, but diverted, for the vf. The noise was reproducible. Analysis at the follow-up appointment found that the noise that resulted in the vf was likely due to deep breathing. The noise that resulted in the vt was believed to be due to rv lead damage. Episodes of non-sustained vt were also recorded in device memory. Some episodes had been reported at night. It was reported that, once the patient was instructed not to use his ipod, no more episodes were recorded at night. The rv channel was programmed to a lower sensitivity. The lead remains implanted and is being monitored closely. Technical services analysis of the patient data disk (dated (B)(6) 2011) found that the atrial and rv lead measurements have been stable for a year and the left ventricular lead impedance has gradually been decreasing. Five episodes with noise, which occurred simultaneously on the shock and rv channels, were stored in the device. Analysis of device memory found that the device is currently in monitor + therapy mode.

Manufacturer narrative:
The right ventricular (rv) lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
Although it is possible that this noise is due to myopotential oversensing, these clinical observations could also potentially indicate a compromise in the integrity of the rv lead requiring further troubleshooting. After review of the device data, technical services suggested the following methods of additional troubleshooting be considered: monitor device for noise while performing additional exercises, isometrics (i.e., pull hand down toward hip, abduct the arm, have the patient press against the examiner's hand and also press both of their palms together), valsalva maneuver, repeat pocket manipulation and obtain new shock lead integrity measurements while pressing on device area with palm, x-ray to assess correct insertion of the lead into the header and to visualize entire lead , and deliver commanded shocks of 1.1 and 41j. Evaluation of the information provided from shock lead integrity (sli) tests and commanded high-energy shock impedance tests, in combination with other non-invasive diagnostic techniques, can help assess and troubleshoot potential shock lead/lead connection problems. If any measurements are outside of normal range, additional investigation is warranted. If the maximum energy shock impedance is within normal range and the sli test returns normal impedance readings, further action may not be necessary. However, continued or more frequent monitoring may be warranted. Each follow up should include commanded sli tests. If any subsequent measurements are outside the normal range, additional investigation should be considered. Our records indicate that this device was implanted on (B)(6) 2009. It appears from the timestamps in device memory that the device was programmed on at implant and programmed off five seconds later. The device was programmed back to monitor + therapy approximately 25 minutes after being programmed off. The device has remained in monitor + therapy since that time.